Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. The date of the event is an approximation. It was indicated that the patient was using expired blood glucose test strips to assess sensor accuracy. On (B)(6)2025, at approximately 2:00 am, the patient was awakened by a low glucose alert from their insulin pump, which was also heard by the patient¿s parents. The patient self-treated with carbohydrates and returned to sleep. A second low alert occurred later that morning, prompting another round of carbohydrate treatment. Around 7:00 am, the patient reported feeling hyperglycemic and thirsty. A bg test was attempted using a meter, but the test strips were expired and returned a low reading, which the patient believed to be inaccurate based on symptoms. The patient proceeded to the emergency room for evaluation. Upon arrival, the insulin pump was removed, and blood glucose was measured at 47 mmol/l, with ketones at 1.1 mmol/l. The patient was admitted for observation and treated with an IV drip and 8 units of intravenous insulin. By 4:00 pm, the blood glucose level had decreased to 10 mmol/l. The patient was discharged at 7:00 pm, reporting that he was feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.